Event description:
It was reported that the right atrial lead exhibited noise. The noise was not reproducible and the lead was explanted and replaced successfully. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.